Event description:
Complainant alleged that while monitoring a male patient, the device displayed an unknown error message. The device was turned off/on and then powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.